Manufacturer narrative:
Literature citation: seira yamamoto, ituso shiina, satoshi nakamura, akira ikumi, kosei miura, takeo manmoto, naotaka mamizuka, and atsuhi hirano. ¿balloon kyphoplasty against osteoporotic vertebral compression fractures - treatment outcomes and complications". Age of pt: mean age of 75 years; 7 male and 17 female patients. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that 24 patients underwent kyphoplasty between nov 2011 and dec 2013. There were 7 male and 17 female patients with mean age of 75 years (58 to 86 years). Affected vertebral bodies were centering in the transition part of the lumbar, including th10 in 2 cases, th11 in 3 cases, th12 in 5 cases, l1 in 8 cases, l2 in 5 cases, and l3 in 1 case. Mean intraoperative cement usage was 4.5 ml (2.0 ml to 7.25 ml), and mean surgical duration was 30 min (22 to 50 min). It was reported that the cement leakage into the vertebral disk was observed in one case. The type of cement used for these patients was not specified in the article.